Event description:
It was reported that c2-c7 instrumentation was performed using the mountaineer system for the patient with cervical spondylosis. During final tightening with a concomitant device mountaineer head to head cross connector tightener, a concomitant device inner screw was placed without problem. However, the mountaineer head to head cross connector outer nut could not be fixed onto the inner screw since torque was not applied with the tightener. The tightener was spinning/not grabbing onto the outer nut during tightening. The surgeon replaced the implants and retried, but could not apply torque again. The surgeon gave up final tightening and completed the case with fifteen minute delay. After surgery, a metal piece, possibly a thread from the outer nut, was found in the tightener.

Manufacturer narrative:
The complaint product is available for the investigation. A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned.

Manufacturer narrative:
Four mountaineer head to head cross connector outer nuts (product code: 1883-41-100, lot numbers: bdih2s2, bdh5js2, bdh1fs2), all four outer nuts were tested on the good inner screw. The outer nuts could easily be placed on the inner screw and tightened. No damage to the threads of the outer nuts was observed and they functioned as intended. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. No root cause analysis needed as no product failure detected. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.